Event description:
Reporter stated that user from facility reported that a no flow alarm occurred on station 1 while there was solution in the source container. The set was checked for kinks, but that did not solve the problem. The set was changed out, but the no flow condition was not resolved. Caller also reported that 2 days earlier a neonate on tpn became hypoglycemic. F/u: neonate determined to be hypoglycemic by accucheck and laboratory analysis of blood when solution of tpn had been infusing for 8 hours. Infant wastreated and a new tpn prepared and infused. The bag hanging at the time of the episode was not analysed and has been discarded. There were no sequelae for the neonate. The unit will be returned for evaluation.